Event description:
Boston scientific received information that this right ventricular (rv) lead did exhibit variance in pace impedance that was never greater than 2,000 ohms and there had never been any acute jump in impedance. Noise oversensing was also present which caused or contributed to some inappropriate anti-tachycardia pacing and five inappropriate shocks that did not exhaust therapy. Thresholds and sensing were noted as still within normal limits. No asystole or adverse patient effects occurred beyond the inappropriate shocks. A lead insulation breach was suspected. The patient was recommended to get checked out in the emergency room.

Manufacturer narrative:
Additional information was received that this lead was surgicaly abandoned when the physician noted that the helix of this lead would not retract.

Manufacturer narrative:
As a a result, this rv lead was surgically abandoned. A new lead of a different model was successfuly implanted. There were no adverse patient effects resulting from the unplanned surgical intervention. No further information is expected at this time.

Manufacturer narrative:
Most recently, information was provided that during the surgical abandonment procedure for this rv lead, the entire system was removed from service for reason of patient infection. None of the products were planned for return to boston scientific, per the local area sales representative. No further information is expected.